Manufacturer narrative:
This report is being submitted for additional information provided by the customer. Please see updates to: b3 the investigation is ongoing. A supplemental will be submitted on completion of investigation or if any additional information is available.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to physical stress such as hitting or dropping the distal end, chemical stress due to chemical solutions used. Olympus will continue to monitor field performance for this device.

Event description:
The company representative on behalf of the customer reported, the scope exhibited leakage at the control knob. The issue was found during maintenance. The device was returned and an evaluation at the repair center revealed a gap in the adhesive between plastic cover and distal end. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. There was no patient involvement.

Manufacturer narrative:
An evaluation of the returned device confirmed the customer allegation. Due to deformation of control unit, water tightness was lost. There were few additional findings. Due to damage on guide pin of electrical connector, water tightness was lost. Adhesive on bending section cover was worn out. Connecting tube had a wrinkle and scratch. Due to wear of angle wire, bending angle in upward direction does not meet the standard value. Control unit had corrosion due to water leakage. Water invasion was noted. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental will be submitted on completion of investigation or if any additional information is available.